Event description:
The customer called from the ICU room to report that they were hospitalized for dka. Troubleshooting was performed. The programming and histories on the pump were accurate. A fixed prime test was performed and the insulin did not exit. It was informed that right after running the prime test the insulin did come out even when the customer changed the set again. In addition, it was mentioned that the customer is not comfortable with the pump since each time customer has been put back on it, their sugars have started to rise. A replacement pump was requested.